Event description:
Healthcare professional reported a right side "capsular contracture," baker grade iii and "rupture". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is rupture. Device evaluation: analysis of the returned device identified red particles, yellow biological tissue, a creases fold, and broken shell and weight to the spec. A visual and microscopic analysis was performed which identified a sharp broken on the posterior due to a surgical impact opening, for the stress mark in the shell, wear abrasion and missing shell. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side "capsular contracture," baker grade iii and "rupture" . Device has been explanted.